Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The intensively worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported to olympus, that during a therapeutic liver resection procedure, two thunderbeat 5 mm, 35 cm, front-actuated grip type scissors failed. The error message on the display was "probe defective". The user could not indicate any difference in handling, or anything else that would be noticeable. After the first thunderbeat scissors failed, the surgeon got a new pair, which also stopped working after a short time with same error message. The intended procedure could be continued successfully. There was a delay of approximately five-eight minutes. There no report of patient or user injury due to the event. The device was returned to olympus for evaluation. During inspection and testing, it was observed that the probe was broken at the proximal end site and the tissue pad in the grasping section was torn with a missing part. The broken piece of the probe tip was not returned. This report is being submitted for the malfunction found during evaluation (broken probe and part of tissue pad missing). Additional information received from the customer confirmed that detached probe fragments and missing tissue pad fragments did not fall inside the patient. This report is being submitted for the issue with device #1, with patient identifier (B)(6). The issue with device #2 is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
During inspection and testing, it was observed that the probe showed mark of contact with other objects, the metal part of the grasping section was visible through the tissue pad, the coating on the outer surface of the grasping section had come off and there was a scratch on the outer surface of the grasping section. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.